Event description:
It was reported that the patient had low impedance during battery replacement. Upon inspection of the lead, the surgeon reported that the lead was completely cut which appeared to indicate a visible lead fracture. The lead was replaced and impedance was within normal limits. Additionally, burn marks were reportedly visible on the patient's tissue near the lead. The lead has been received and product analysis is underway. No additional or relevant information has been received to date.

Event description:
Analysis was completed for the returned generator. An end-of-service status was confirmed and the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the return lead portion. Abraded openings were noted in the outer and the inner silicone tubing of the returned lead portion. Further examination of the lead coils identified wear (flat surfaces) at the abraded opening locations. Also, three broken strands were noted in the negative coil. The three broken strands show what appears to be wear (flat surfaces) resulting in reduction of the diameter of the broken strands up to the point of a strand break. No complete discontinuity was observed. Though it is difficult to state conclusively, the identified exposed coils surfaces may be a contributing factor for the reported low impedance. However, the exact point in time of when this condition occurred is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.